Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level at the time of incident was 268mg/dl. The customer states they had issues with blank display. The customer declined to continue troubleshoot for blank display. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display was noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.